Event description:
Consumer stated: guest has called into complain that she has a quality issue with the item that she has bought as the bristles came out of brush head on her mouth. No contact info or product provided